Manufacturer narrative:
Pending evaluation. Concomitant device(s): 350-02-03e, 6727809 - talus -right- sz 3 - EU. 350-42-03, 6356286 - tibial insert mb sz 3 rt 6mm.

Event description:
It was reported that a young male patient formed bone cysts post initial total ankle replacement. There was no infection present. Revision had not yet occurred.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of bone cysts or any effect to the patient cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported that a young male patient formed bone cysts post initial total ankle replacement. There was no infection present. Revision had not yet occurred. There is no other patient or event information. No additional information has been provided after multiple attempts.